Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent system was used during a common bile duct stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to pancreatic cancer. The stricture was 2cm in length and located at the papilla of vater in the biliary tree. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent failed to deploy from the delivery system due to "problems with stent pusher that is inside of outer sheath." No visible damage was noted to the device. The distal end of the stent did not perforate the outer sheath. The procedure was not completed as another of the same device was not available. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: based on the device analysis, which indicates that one of the distal stent wires had perforated the outer sheath and that the stent wire was damaged, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 5mm. It was noted that one of the distal stent wires had perforated the outer sheath at approximately 11mm proximal to the distal end. A severe bend was observed at the distal end of the device where the stent is mounted. In addition, the device was severely kinked at the guidewire access port and the inner shaft was severely twisted and kinked. Several kinks were noted from the distal tip of the device to the guidewire access port. During a functional evaluation, it was not possible to insert a 0.035 inch guidewire through the device due to the kinking. When an attempt was made to retract the outer sheath, the inner shaft exited the guidewire access port. The shaft of the device was dissected proximal to the guidewire access port and the stent was deployed distally. An examination of the stent noted that the distal stent wire, which had perforated the outer sheath, was damaged. The inner shaft was severely kinked along its length and twisted and kinked at the location of the guidewire access port. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.